Manufacturer narrative:
(B)(4). Staff nurse information incomplete and missing information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an in-service at a hospital, a staff nurse inadvertently nicked her finger on the plasmablade device, causing a small cut with minor bleeding. The nurse washed her finger and applied a dressing. No further interventions were required. There was no patient involvement, therefore patient information is not applicable.